Event description:
The clinic reported that a pt with high hyperopia treated for an I-sbk (sub-bowmans keratomileusis) laser vision correction in both eyes presented at the three month post-operative examination with a refraction of +.25 diopter in the left eye (os). The pt was also observed to have microstriae in the os eye. The pt's post-op bcva is 20/30 so and ucva is 20/40 os. The pts ucva ou is 20/25.

Manufacturer narrative:
(B)(4). Service was not requested by the clinic for this issue. Clinical development manager and amo medical monitor discussed the outcomes with the clinic. It was discovered that the site has two doctors that were not certified with the use of the visx system. Certification training is being scheduled for these doctors.